Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article received entitled "fracture of the tibial spine of a total condylar 3 knee prosthesis secondary to rotation of the femoral component." Literature article "fracture of the tibial spine of a total condylar 3 knee prosthesis secondary to rotation of the femoral component." (2001) by adolph v. Lombardi, jr. Et al. Published by the american journal of knee surgery was reviewed. The article purpose: to report a case of breakage of the tibial spine in a tciii prosthesis 12 months post operatively. The article reports: a (B)(6)-year-old woman was treated for valgus deformity with a tciii prosthesis. Her immediate post operative course was complicated by dvt and pain. There was an intermittent and audible click of the knee 6 months post operatively still. Physical examination revealed a mild effusion along with ligamentous instability. During the revision arthroplasty, it was found that the tibial insert had fractured. All components were removed to avoid mixing different implant designs together. Cement was used although no manufacturer was disclosed. Patella resurfacing was not mentioned within the article. Depuy products involved: tciii. Complications: deep vein thrombosis (1), pain (1), edema (1), implant fracture (1), crepitus (1), surgical intervention (1).